Manufacturer narrative:
(B)(4). The device was received for evaluation. A short simulated therapy was performed. Functional testing and visual inspection were performed and verified the reported issue of damage via tubing hole. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned homechoice cassette a hole was observed in the tubing of the patient line. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.